Event description:
It was reported that there was foreign material in the device. A therasphere admin set was selected for use in a procedure. During the priming phase upon removing the syringe to discard the air, a foreign body was observed in the tubing. The tubing was set aside and not used. The tubing was never attached to the dose. Another admin set was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that there was foreign material in the device. A therasphere admin set was selected for use in a procedure. During the priming phase upon removing the syringe to discard the air, a foreign body was observed in the tubing. The tubing was set aside and not used. The tubing was never attached to the dose. Another admin set was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the complaint device was returned for analysis. A visual inspection was performed to attempt to confirm the report of foreign material in the device. The material was seen in the device but was unable to be identified. The device is being sent to the supplier for further analysis.

Event description:
It was reported that there was foreign material in the device. A therasphere admin set was selected for use in a procedure. During the priming phase upon removing the syringe to discard the air, a foreign body was observed in the tubing. The tubing was set aside and not used. The tubing was never attached to the dose/led pig. Another admin set was used to complete the procedure. No patient complications were reported.